Event description:
It was reported the subject device did not pass through the wash. This occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested event likely occurred due to wear of the scope cover resulting in a leakage/lost of water tightness. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.